Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. Transmission revealed that the patient received four inappropriate shocks as a result of right ventricular lead noise. The patient presented in the clinic for evaluation. The noise could be reproducible with arm movements. The lead was capped and replaced on (B)(6) 2017. The patient's condition before and post procedure was stable.